Event description:
Info received indicates the lower right siderail will not stay up.

Manufacturer narrative:
The technician found a sticky liquid in the latch mechanism which prevented the siderail from latching. The technician cleaned the latch mechanism to repair the bed.